Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 60 indicating a bluetooth communications error shortly after initiation, while blood glucose remained unaffected and the user expressed loss of trust in the device. Symptoms included no reported adverse clinical effects. Outcomes included continued use of cgm independently and a request to return the device. The device was returned for evaluation. Preliminary investigation of this case revealed a communication malfunction consistent with a ble board communications error in the pump. The device was charged and powered on. The fi technician checked the "about ilet menu" and confirmed the specifications were satisfactory. Upon opening the device, all components appeared to be in good condition. However, visual inspection revealed that the mainboard's u12 chip had been previously reworked, suggesting possible faulty pcba mainboard communications. Although alert 60 could not be replicated, it was verified in the engineering logs. As a precautionary measure, the mainboard will be replaced by the refurbishment department. The user's complaint of alert 60 was confirmed.